Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy, the surgeon was able to press the green button, but was not able to squeeze the handle. The reload was change and using the same handle the procedure was completed. There was no patient injury.

Manufacturer narrative:
On 17-may-2019 a correction is noted in the pe wherein the pli20- should had been assessed as not a complaint. This event had been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.